Event description:
On (B)(6), the patient underwent endovascular treatment of a dissected thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system. According to the report, a conduit was created in the abdominal aorta for sheath access. Then, upon insertion of a gore® dryseal flex introducer sheath from the conduit without a guidewire, a dissection reportedly occurred in the abdominal aorta. The dissection was treated surgically with a patch sutured around the dissection. The gore® tag® conformable thoracic stent graft with active control system was implanted without any reported issues. Final angiography for the access site reportedly revealed a remaining dissection, but the physician decided to monitor it without further treatment. The procedure was concluded, and the patient tolerated the procedure. On (B)(6) 2021, the patient was reportedly doing well and scheduled to be discharged the following week.

Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The device was discarded at the facility and, therefore, was not available for direct analysis by gore. It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) states ¿adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).¿